Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows a por event on (B)(4) 2015. When pump was powered back on the time/date was set to (B)(4) 2015 03:02. It was later manually changed to (B)(4) 2015 11:22. And another manual time/date change was made from (B)(4) 2015 17:10 to (B)(4) 2015 17:13. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within range. Investigators were unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 427mg/dl with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match and the variation is due to a known cause. The customer accessed the basal edit screen and made changes to the basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.